Event description:
It was reported that after a 60 pounds weight loss, the pocket of this neurostimulator became loose and the battery was able to turn and shift in the pocket. This was confirmed win an x-ray. This caused the lead to twist and create an open impedance issue that could not be cleared. The patient was experiencing insufficient efficacy. The patient was explanted and reimplanted with both the lead and ins. The patient is doing well and showed good efficacy.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.